Event description:
Level 1 rapid infuser was being used to deliver blood to a gun shot patient. It was noted that the rapid infuser was not infusing the blood per the expected manufacturer data. The first 2 units of blood was transfused over 17 minutes and the second set of 2 units was infused over 20 minutes.